Event description:
Pt wearing an animas 1200 insulin pump. Pt was canoeing and dove into water to retrieve lure. Pt was above 4 ft & in water 10 minutes. Water visible inside pump under screen and pump failed. Pt states this is the 3rd pump to be replaced for this reason.